Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular lead had dislodged. The dislodgement caused the lead to exhibit a high capture threshold and resulted in loss of capture. During the lead revision procedure, it was also observed that the lead helix failed to extend and failed to retract when repositioning was attempted. The lead dislodgement was confirmed by fluoroscopy. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment, failure to capture, and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis with the helix retracted and clogged with blood / tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix although the inner coil was noted to be over torqued at the connector region which could have contributed to helix issues reported in the field. After cutting, cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event was isolated to the over torqued inner coil and the helix clogged with blood / tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to the damaged inner coil at the connector region which is consistent with procedural damage.